Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope secondary water channel was used uncleaned. The reported event was observed during reprocessing. There was no harm or infection reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A completed evaluation of this device revealed that the secondary water supply channel was used without being washed. Based on the results of the investigation, a definitive root cause could not be established. From the evaluation data, it was presumed that inappropriate and insufficient reprocessing was the cause of this suggested phenomenon. From the investigative notes, it was stated that insufficient reprocessing such as that in this event could lead to infection in a patient/physician. It was further documented that instruction to the user on proper device handling such as usage and reprocessing is desired. Olympus will continue to monitor field performance for this device. Should further data be provided, a follow-up medical device report will be drafted and submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event can be detected/prevented by following the instructions for use which state: 1) "warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 2) "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." 3) "clean the external surface, immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." 4) "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.